Event description:
It was reported that there were no end of life alerts. It was indicated that a sensor insertion into the arm occurred on (B)(6) 2025, which is an off-label misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end-of-life alerts. It was indicated that a sensor insertion into the arm occurred on (B)(6) 2025, which is an off-label misuse of the device. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).